Manufacturer narrative:
(B)(4). The device has been received and evaluation is underway. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event. The homechoice device received a returned instrument testing evaluation.  This evaluation included functional and electrical testing of the device. A visual inspection was performed. A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause was determined to be user error, tidal total ultrafiltration removal being set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 15:27:35. During night drain cycle four, the patient's ultrafiltration reading was 1442 ml, indicating the home patient drained 1442 ml more than their maximum programmed fill volume of 2200 ml. No additional information is available.